Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported 1111 o2 device failed. Patient involvement is unknown.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 20june2018. The manufacturer¿s field service engineer (fse) replaced the data acquisition (da) printed circuit board assembly (pcba) to address the reported problem. The unit successfully passed the required performance verification test. The da pcba was tested and no failures were identified.